Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, mild mixed incontinence, dysfunctional uterine bleeding, and polymenorrhea; concurrent procedures- hysteroscopy, cystoscopy and d&c. It was reported that on (B)(6) 2009, the patient underwent diagnostic laparoscopy, fulguration of pelvic adhesions, and right ovarian cystectomy due to chronic pelvic pain, severe dysmenorrhea, and endometriosis. On (B)(6) 2012, the patient underwent laparoscopic fulguration of endometriosis via vinci robot assistance, lysis of adhesions, right ovarian cystectomy and chromotubation due to chronic pelvic pain, recurrent endometriosis, incapacitated pain, unresponsive to hormone therapy including gnrh agonist and polymenorrhea. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary incontinence and urinary tract infection.